Manufacturer narrative:
The pad-pak was first installed on the 15th july 2010 and performed to specification up to the 23rd august 2010. On the 25th august 2010 the device was manually powered up six times, failing three of the manual power ups due to a low battery. On the 26th september 2010 the device passed the weekly auto self-test and continued to perform to specification up to 15th may 2011. On the 22nd may 2011 the device failed the weekly auto self-test due to a low battery and remained in fault mode until the 10th june 2011. On the 3rd july 2011 an increase in voltage suggests a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 17th august 2011 and the 6th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane.the fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins. However the device was still able to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.